Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while dividing the jejunum on a laparoscopic gastric bypass procedure, the surgeon was unable to continue because the device did not fire. In order to complete the case, a new stapler was opened. There was no patient injury.